Event description:
We received a report of a newborn having suffered a burn from being placed into our device (in an off-label use/application).

Manufacturer narrative:
Off-label usage by user facility (newborn bathing). Written recommendation to be sent to user facility against this application. Repeated phone calls and voicemail messages have elicited no response. Labeling review initiated.